Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarm transducer failure on balloon pump. Periodically doesn't read iabp transducer. There was no patient harm reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated unit. The following fault code logged 72 times: fault code #(B)(4) the software processed an invalid trigger request. Iabp was exercised on a patient simulator and test iab catheter. Unable to replicate any failure. Verified the proper operation of the pressure channel. Bp gain test & external monitor bp gain test passed. Iabp passed all calibrations, functional and safety tests per factory specifications.